Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the box identified that both the sterile cavities have been opened. The complaint has been confirmed by visual evaluation. Review of the device history records identified no related deviations or anomalies during manufacturing. The root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.